Manufacturer narrative:
Batch review performed on 06 jun 2019: lot 185988: (B)(4) items manufactured and released on 27 september 2018. Expiration date: 2023-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (complaint (B)(4)). Another device was involved in the complaint: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot 183354 (k112115): (B)(4) items manufactured and released on 10-sep-2018. Expiration date: 2023-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
About 4 months after primary the surgeon revised the patient hip for a dislocation (head from liner). The surgeon revised the cup and liner with another company's product and revised the head with a medacta head. The surgery was completed successfully. An anterior approach was used in the primary surgery.